Event description:
While completing a robotic hysterectomy the surgeon was using robotic scissors with cautery to cut the vaginal tissue to free the uterus. While doing so the scissors came into contact with the rumi (uterine manipulator) and caused a spark inside the patient. There were no internal or external injuries seen upon examination. At the beginning of the case dr. (B)(6) put a water-soluble lubricant on the rumi device. The lube is water soluble and should not be flammable. Dr. (B)(6) said he has used the lubrication many times and has never seen it spark prior to today.